Manufacturer narrative:
A ge service rep performed an onsite investigation. The video and system interface boards were reseated along with a loose chip on the system interface board. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a communication failure error message which prevented the system from completing boot up. There is no report of pt injury.